Event description:
The customer reported that pump did not have any audio tones and did not vibrate. Self-test was performed and pump did not pass the tests.

Manufacturer narrative:
Analysis revealed unit had no vibration or audio tones during tone check due to a broken negative transducer wire on ib and vibrator wire.